Manufacturer narrative:
Findings: the insulin pump was received with intermittent button response due to flattened dome switch on bolus button. Connector was inspected and locked on lcd board. No frozen screen noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no low reservoir alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that the customer had partial display and no delivery. The customer¿s blood glucose level was unknown. The customer stated that the bolus button doesn't seem to be working. It was also e reported that the pump screen was not completely blank. Customer reported that the alarm was cleared successfully and was assisted in setting time/date. It was also reported that the screen was frozen during the troubleshooting. The insulin pump will be returned for analysis.